Event description:
The pump was returned for repeated "loss of prime" warnings. Evaluation revealed partially dislodged force sensor pins. This report is made based on investigation results.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. This report is made based on results of investigation completed on 06/28/2011. Device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins.